Event description:
It was reported that a hispanic female patient who underwent a breast augmentation primary with unknown mentor textured silicone breast implant has experienced bilateral rupture postoperatively. Patient had a blunt trauma on the right and when health care professional when to advise discovered both to be ruptured. Patient also had a pink seroma on the right side also there was blood all around the implant, severe rupture. The physical examination diagnosed the issue. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpx-405, sn#: (B)(4), r/ cat#: smpx-405, sn#: (B)(4) on (B)(6) 2022. This report relates to the rigt prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, chest injury, and seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 19 , 2022: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the gel implants textured 325cc breast implant had an area of siltex cracking on the anterior view. In addition, a tear was noted within the siltex cracking measuring approximately 2.6 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent them to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 23, 2022 indicated that the patient age at the time of event was 50 years old. The patient had swelling and was larger during the surgery. After the surgery patient recovered fully. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).